Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they were having an MRI tomorrow and they needed to turn the stimulator off so it doesn't get interfered with the MRI. Walked caller through putting the device into MRI mode. Patient said they have a hard time finding the device because sometimes the device moves. The issue has been going on more or less since they got the device put in. It started to hurt lately. It almost feels like they are sitting on it because it hurts to sit. Patient thinks the device is in the same pocket as the old device. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.